Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.